Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. Additionally, it was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.